Event description:
The hcp reported that the device was explanted prematurely. No reason was provided for the explant. The pump contained hydromorphone and clonidine. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found normal device function.